Event description:
This is a spontaneous case report received from a consumer of unspecified age in united states on 17-nov-2014 which who had essure (fallopian tube occlusion insert) inserted. Consumer posted online that she was experiencing pain again in her right side. She was sitting with a heat pad. No further information was provided. Ptc investigation result was received on 28-nov-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 31-jan-2015. No new information provided. Follow-up received on 18-mar-2015: consumer reported 2 years of essure hell (no further information was provided). Follow up 04-may-2015: consumer reported via social media that she was allergic to gold and 2 years of that allergy has made her ill. No additional information was provided. Follow-up information received from the physician on 27-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0759 awareness date 27-aug-2015). On (B)(6) 2012, the consumer had essure implanted by her doctor. Since insertion she was experiencing horrible pain, fatigue, bleeding, allergy to gold and other health issues including fibromyalgia consumer reported that hysterectomy is too risky for her. The events were considered related to essure. Follow-up information was received on 18-sep-2015. No new clinical information was provided. Follow-up information identified on 01-oct-2015 from social media: consumer stated that she had a reaction to nickel and that she had hair loss. Follow-up received on 19-oct-2015: consumer reported via social media that she is allergic to gold and states that she has been exposed to it for almost three years because of essure. In addition, consumer reported that gold exposure and toxicity effects (as reported, understood as affect) the kidneys. Follow-up information received on 25-oct-2015 via social media: no new clinical information. Follow up 16-dec-2015 and 20-aug-2016 (upgraded to incident). Consumer stated that essure was killing her immune system and the flu felt 10 times worse. She also reported via social media that she was raising money for an essure removal surgery. She was needing the surgery in the next few months. This device has left her in so much pain, fatigue, and autoimmune disorders. This device has now migrated from where it was supposed to be. For 3 and a half years she has been in and out of doctor offices, not able to stand straight because of the pain and more crying than smiling. She will be able to get her health back, treatments for her autoimmune disorders would work better and her kids would get their happy and active mother back. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented bleeding (interpreted as genital bleeding), horrible pain, not able to stand straight because of the pain. It was reported that this device has now migrated from where it was supposed to be (seen as device migration). Essure removal will be required. These events are listed according to essure's reference safety information. After essure's insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, consumer stated that she experienced bleeding and pain after essure's insertion. The exact date and mechanism of device migration were not known. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. In addition, a serious event (essure was killing her immune system / autoimmune disorders, unlisted and unrelated) and non-serious events were reported. This case was upgraded to incident since device removal will be required. A product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. An updated ptc is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Updated quality-safety evaluation of ptc without major changes was received on 15-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented bleeding (interpreted as genital bleeding), horrible pain, not able to stand straight because of the pain. It was reported that this device has now migrated from where it was supposed to be (seen as device migration). Essure removal will be required. These events are listed according to essure's reference safety information. After essure's insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, consumer stated that she experienced bleeding and pain after essure's insertion. The exact date and mechanism of device migration were not known. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. In addition, a serious event (essure was killing her immune system / autoimmune disorders, unlisted and unrelated) and non-serious events were reported. This case was upgraded to incident since device removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0759) on 17-nov-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('this device has now migrated from where it was supposed to be/ my coils are not in place'), pelvic pain ('horrible pain, not able to stand straight because of the pain/ all the pain') and autoimmune disorder ('essure was killing her immune system / autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ blood came"), abdominal pain ("pain again on my right side"), allergy to metals ("allergic reaction to nickel"), the first episode of fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), autoimmune disorder (seriousness criterion medically significant), influenza ("the flu felt 10 times worse"), crying ("more crying than smiling") and the second episode of fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and fatigue had not resolved and the abdominal pain, allergy to metals, alopecia, autoimmune disorder, influenza, crying and the last episode of fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, crying, device dislocation, fatigue, genital haemorrhage, influenza, pelvic pain, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: after the test, patient was like ok just essure, then on an unspecified date in afternoon, all the pain and blood came. Patient thought it was a miscarriage but was not sure because of the test, so she thought it was something else. But wanted to ask in here earlier to see if you could still be pregnant with a negative blood test. Diagnostic results: patient had negative blood test for pregnancy on an unspecified date. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" fibromyalgia¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 17-nov-2014. The most recent information was received on 22-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('this device has now migrated from where it was supposed to be/ my coils are not in place'), pelvic pain ('horrible pain, not able to stand straight because of the pain/ all the pain') and autoimmune disorder ('essure was killing her immune system / autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ blood came"), abdominal pain ("pain again on my right side"), allergy to metals ("allergic reaction to nickel"), the first episode of fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), autoimmune disorder (seriousness criterion medically significant), influenza ("the flu felt 10 times worse"), crying ("more crying than smiling") and the second episode of fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and fatigue had not resolved and the abdominal pain, allergy to metals, alopecia, autoimmune disorder, influenza, crying and the last episode of fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, crying, device dislocation, fatigue, genital haemorrhage, influenza, pelvic pain, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: after the test, patient was like ok just essure, then on an unspecified date in afternoon, all the pain and blood came. Patient thought it was a miscarriage but was not sure because of the test, so she thought it was something else. But wanted to ask in here earlier to see if you could still be pregnant with a negative blood test. Diagnostic results: patient had negative blood test for pregnancy on an unspecified date. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 17-nov-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("this device has now migrated from where it was supposed to be/ my coils are not in place"), pelvic pain ("horrible pain, not able to stand straight because of the pain/ all the pain"), genital haemorrhage ("bleeding/ blood came") and autoimmune disorder ("essure was killing her immune system / autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain again on my right side"), allergy to metals ("allergic reaction to nickel"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), autoimmune disorder (seriousness criterion medically significant), influenza ("the flu felt 10 times worse") and crying ("more crying than smiling"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, fatigue and fibromyalgia had not resolved and the abdominal pain, allergy to metals, alopecia, autoimmune disorder, influenza and crying outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, crying, device dislocation, fatigue, fibromyalgia, genital haemorrhage, influenza and pelvic pain to be related to essure. The reporter commented: after the test, patient was like ok just essure, then on an unspecified date in afternoon, all the pain and blood came. Patient thought it was a miscarriage but was not sure because of the test, so she thought it was something else. But wanted to ask in here earlier to see if you could still be pregnant with a negative blood test. Diagnostic results: patient had negative blood test for pregnancy on an unspecified date. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: follow up received - case became legal, lawyer added as reporter. Events my coils are not in place, all the pain and blood came were reported via social media, were clubbed with previously reported events. Lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.